Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis with a blood glucose level of 23.2 mmol/l. Prior to the event the customer stated that he had high blood glucose levels during the day and had given himself an extra bolus without effect. The customer also stated that he used the sure-t infusion set and had worn it for 3 days. The customer reported that he works outdoors and that the weather has been extremely cold, up to -30 c during the week prior to the event. The customer's doctor checked the programming, reservoirs, and infusion sets and found nothing wrong. Troubleshooting was performed and the insulin pump passed the fixed prime and high pressure tests. Nothing further was reported.